Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that, although the endoscopic image could still be seen, their halogen light source produced a dimmer than usual brightness curing an unknown procedure. The dimness was despite the recent installation of a new bulb. The customer later reported on (B)(6) 2023 that it was difficult to visualize the internal structure of the bladder as well as stents during stent removals. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction revealed following the receipt of additional information.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of dimmer than usual brightness was not confirmed. The following additional findings were also noted: rusted lamp door, and spare lamp missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.